Manufacturer narrative:
(B)(6).the quotation for repair service was sent to the customer. However, the customer canceled the quotation.

Event description:
It was reported to philips that the customer required performance verification for philips loaner to intercare. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.